Manufacturer narrative:
Device received with a blank display. During visual inspection and found dog chew bite damage on the electronics, battery connector, keypad connector, corroded battery tube and damaged reservoir tube, case, broken off/missing end cap. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. In conclusion, unit blank display due to damage electronic assembly. Also, pump received with missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring, missing reservoir tube o-ring. Also, cracked battery tube threads, cracked case (battery tube), cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.